Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Based on the information provided, and because the device was not returned for analysis a definitive cause for the reported difficulties could not be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that when the 3.5x18mm xience pro s stent delivery system (sds) was removed from the dispenser hoop and the protective sheath was removed, the stent was noted to be dislodged. Therefore, the sds was not used in the procedure. Another xience pro s sds was used to continue the procedure. There was no patient involvement and no clinically significant delay reported in the procedure. No additional information was provided.